Manufacturer narrative:
(B)(4)

Event description:
The customer reported to the philips response center (rc) that the device ready for use indicator (rfu) displayed red x and the device displayed the message "device error: service required". There was no pt involvement.